Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a vessel closure using the pre-close technique prior to a transcatheter aortic valve intervention (tavi) procedure. The first prostyle device was successfully pre-placed. Reportedly, the second prostyle device was deployed; however, it was not possible to retrieve the system. Surgical intervention was required to cut the suture to remove the device and hemostasis was achieved via radial access. No additional information has been provided at this time.

Event description:
Subsequent to the initial report, the following additional information was received: it was reported this was an arteriotomy closure of the common femoral artery. A surgical procedure was done to remove the prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient is doing well. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.